Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing frequent ipg charging and her ipg turns off by itself which happens when she sits down. The patient will undergo a battery replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg turns off by itself which happens when she sits down. The patient will undergo a battery replacement procedure.

Event description:
A report was received that the patient's ipg turns off by itself which happens when she sits down. The patient will undergo a battery replacement procedure.